Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with trouble breathing. Review of the system revealed this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms and oversensing of noise. An x-ray taken indicated the ra lead insulation may have been damaged due to a subclavian crush. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.